Event description:
It was reported that the camera head had disconnection. The event occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.